Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer rarely woke up with blood glucose over 200 mg/dl. Customer did not wake up and had to go to the emergency room due to low blood glucose of 22 mg/dl. Device would reject new batteries frequently. Device had scratches on the screen. Reservoir compartment was chipped off. Customer will not be returning the device for analysis.